Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the reported pak's bill of materials (bom) confirmed the suspect product. The manufacturer's evaluation of the returned sample confirms the customer's reported event: for all samples, the tips were flat, and the ports on the tips were narrow. Crystal substance was inside the cannula hubs and on the tips. Resistance occurred when pressurizing air into the cannula's using a lab stock 60 millilitre syringe. For supplier lot number d0119bv, only one sample without case inside the pouch was returned. The tip slightly bent. For supplier lot number d0623u, only one sample in the case inside the opened pouch was returned. Crystal residue was in the case. No damage was observed on the case. For supplier lot number d0723at, only one sample was returned with the tyvek lid. For supplier lot number d0723h, 8 samples without cases inside pouches were returned. Sink was observed on the bottom bases of the hubs of the sample 2, 4, 8. The cavity was 78, 87, and 88, respectively. The tip of the sample 8 slightly bent. For supplier lot numberd0822be, 3 samples without cases inside one pouch. Sink was observed at the bottom bases of the hubs of all samples. The root cause of the customer's complaint could be attributed to an error that occurred in the supplier's manufacturing process. The broader investigation is still in-progress at this time to clearly define root cause. The company has taken action to determine root cause and implement appropriate corrective based on observed trend for complaints of a similar nature. The broader investigation is on-going and observations and review of the process by engineering has determined a likely cause to be related to the supplier's manufacturing process. The supplier has been notified of this complaint. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that the other company cannula were unsatisfactory with a crystal (salt) like substance coming out of the tip and occluded (not allowing flow) during set up for surgery. The procedure type was unknown. There was no patient harm.